Manufacturer narrative:
Batch review performed on 10 october 2025 ball heads: mectacer 01.29.205 mectacer head biolox delta dia.32 12/14-m (k112115) lot. 2424199: (B)(4) items manufactured and released on 11-sep-2024. Expiration date: 2029-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3239hcat hooded pe hc liner ø32/c (k132879) lot. 2502202: (B)(4) items manufactured and released on 21-march-2025. Expiration date: 2030-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusion based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 20 days after the primary, the patient came in due to pain related to dislocation. The surgeon determined lower muscle tone on right side contributed to the dislocation. The surgeon revised the head, liner and cup. The surgery was completed successfully.